Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) declared an alert for atrial automatic threshold detected as greater than the programmed amplitude or suspended. Also, a gradual rise in all impedances has been observed since implant. This behavior is related to the competitive right ventricular (rv) lead and shock channel. The system remains implanted. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).